Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool¿ smart touch¿ sf uni-directional navigation catheter and electrode damage occurred. It was reported that during the procedure, the shaft of the thermocool¿ smart touch¿ sf uni-directional navigation catheter became bent due to introducer. On 2/5/20201, additional information was received indicated the damage was found 10 cm from the distal end. The damage did not result in internal wires exposed; however, it resulted in lifted/sharp rings. The sheath used was an slo, st jude medical. The catheter was replaced, and the issue resolved. There was a 5 minutes delay, then the case was successfully completed. This event was originally considered non-reportable, however, bwi became aware additional information on 2/5/2021 which changed the reportability determination to MDR reportable since the integrity of the electrode rings were compromised.